Event description:
Reporter noted distal 2/3 of trocar cannula broke off during procedure; remains in eye, in area of sclerotomy. No intervention to date. Pt prognosis reported as good.

Manufacturer narrative:
Product is not available for evaluation.